Event description:
It was reported that a homechoice device experienced a non-specific continuous alarm. There was no additional information provided. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice device was received and an evaluation was performed. This evaluation included functional and electrical testing of the device. A visual inspection was performed. A short simulated therapy was performed. A review of the devices logs verified the reported difficulty of other alarm as a reload the set 130 and reload the set 131 alarms. The sample analysis determined that the root cause was due to a faulty membrane gasket. The membrane gasket was replaced to solve the issue. Should additional relevant information become available, a supplemental report will be submitted.